Event description:
A paratrend 7+ sensor was calibrated and flushed for about 5 minutes in order to remove air bubbles - new air bubbles continued to appear. Eventually the bubbles cleared, suddenly, blood leaked out of the rotary advancer and from the connection between the sensor/patient cable connector. No further details provided at this time. Sensor returned to diametrics medical limited for investigation.